Manufacturer narrative:
A service engineer (se) evaluated the device at the customer site. The se was unable to reproduce the reported issue. As a precaution, the ascites pump was replaced. Subsequently, the device passed all testing. Additionally, the device data was retrieved and reviewed. The reported event was confirmed. At 4 hours and 25 minutes into the perfusion, a falling portal flow prior to low reservoir cycles was noted likely indicating volume could not be recovered to the portal reservoir. Appropriate messages codes were displayed to the user before and during the low reservoir cycles. Following user observation, troubleshooting was completed. Troubleshooting restored recovery of volume to the portal reservoir and re-established a stable perfusion.

Event description:
The device user (du) reported that five hours into the perfusion there was sudden volume loss from the soft shell reservoir (ssr) and the device was in low reservoir mode. Blood was seen pooled at the bottom of the bowl and not brought back into circulation. The graphical user interface (gui) screen showed that the ascites pump was on and sensing. The clinical specialist (cs) instructed the du to open the pump door and the roller pump could be seen moving, but no fluid was being brought up. The cs had the du complete troubleshooting and perfusate began to return to the reservoir. The ssr slowly stabilized.